Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 140 to 160mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 230 and 223mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/18/2018 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer states that the results varies about 30-80mg/dl after running back to back test. Customer states that the meter is giving erratic blood results. Customer states that his normal glucose range is 140-160mg/dl fasting and he test 3 times a day. Customer is taking insulin. Customer states that these results are erratic and too high for him. Customer is concern with high and erratic blood results.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 140 to 160 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 230 and 223 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/18/2018 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer states that the results varies about 30-80 mg/dl after running back to back test. Customer states that the meter is giving erratic blood results. Customer states that his normal glucose range is 140-160 mg/dl fasting and he test 3 times a day. Customer is taking insulin. Customer states that these results are erratic and too high for him. Customer is concern with high and erratic blood results.